Event description:
The patient's vendor reported that the patient lives in a rest/care home and on (B)(6) 2011 her blood glucose elevated to over 500 mg/dl. The nurse reported to the vendor that at midday (date unknown) before lunch the patient's blood glucose measured 381 mg/dl and he administered 18 units of insulin and the patient was taken to the hospital. The patient's physician alleges the infusion device does not function properly. Type of treatment received by the patient while hospitalized was not provided. The patient was released from the hospital on (B)(6) 2011. Upon follow up with the patient's husband, he stated the patient was in the rest/care home due to inflammation. He stated the patient was incapable of treating elevated blood glucose. The patient was taken to the diabetes clinic and was taken off of infusion therapy as a precaution. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.